Manufacturer narrative:
Device evaluation/analysis: the returned device was analyzed in the firm's laboratory and found to have a resistance level within the specification for new product. No other deviations from normal product was apparent. The device did not malfunction. The firm is unable to reconfirm the nature of the user's rpt with its own findings. The cause of the event remains indeterminate.

Event description:
Four devices were noted to block during nebulization of 5 mg of salbutamol in saline solution. A decrease in the pt's tidal volume was noted and the devices were removed. There was no reported adverse effects due to this incident.